Event description:
Wound dehiscence. The pt is a 36 yr old female whose weight is 128 lbs. And height is 60 inches, with a past history of crohn's disease. In 1999 the pt underwent an exploratory laparotomy with resection of the ileocolic anastomosis with redo ileocolic anastomosis. The application site of 4 sheets of seprafilm at this time included the right paracolic gutter, pelvis behind the uterus and above the sigmoid colon and upper rectum, above the small bowel and below the rectum and above the omentum and below the abdominal wall. On october 27, 1999, the pt came to the physician's office for staple removal. Upon the removal of the staples, the incision opened, revealing a complete fascial dehiscence with evisceration. The pt was taken to the hosp and exploratory surgery of the recent laparotomy, irrigation of abdomen, closure of abdominal wound with interrupted sutures and retention sutures was performed. The pt tolerated the procedure well and was started on a tapering dose of prednosone 100mg IV every 8 hrs x3, 50mg IV every x3, 25mg IV every shift, 10mg twice daily. The pt recovered without sequalae and was discharged from the hosp on october 30, 1999. The physician reported the event as possibly related to seprafilm. Serious, not expected, possibly related.